Event description:
Procedure: hernia repair. Reportedly, the surgeon inserted the balloon, pumped it four to five times, and it popped. Surgeon then removed the balloon, and noticed a piece was missing. The surgeon looked inside the space with an endoscope, and removed the piece of balloon with graspers. Inserted a second balloon, and completed the case. No injury reported. Account returning the one label, discarded defective product.